Event description:
It was reported that the customer received a failed selftest alarm. Customer's blood glucose level at the time 162mg/dl. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Manufacturer narrative:
Insulin pump alarmed self test, due to faulty connector on remote frequency board. Insulin pump received with missing end cap sticker.